Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: the device was returned for analysis. The reported physical property issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during shaping of the tip resulted in the reported physical property issue/noted torn and bunched polymer coating. The noted unknown substance on the polymer coating (hair cover fiber/face mask fiber) was likely due to handling during shaping of the tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after opening the packaging of a high torque command guide wire, the tip was attempted to be shaped; however, a rough feel to the tip was noted. There was no reported peeling of the guide wire. The guide wire was therefore replaced with another unspecified guide wire to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned goods analysis identified that the polymer of the high torque command guide wire was torn sporadically.